Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 12mm x 3.00mm nc quantum apex¿ balloon catheter was used to post dilate the lesion, however during the procedure the catheter shaft "snapped" but it did not exit through the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is fine.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 12mm x 3.00mm nc quantum apex balloon catheter was used to post dilate the lesion, however during the procedure the catheter shaft "snapped" but it did not exit through the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
Device evaluated by MFR; the balloon was tightly folded. There were multiple hypotube kinks. The hypotube was fractured 37.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).